Manufacturer narrative:
Pump received with corroded battery tube, broken battery tube thread and reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the piece was missing at the reservoir. The customer¿s blood glucose level was 111 mg/dl. The reservoir will be returned for analysis.